Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they performed calibrations on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A site representative reported that, while in a spinal fusion, the 3d image acquired had a ring artifact present. No additional information was provided. No additional information to the case details were provided. There was no impact on patient outcome.